Event description:
An intra-aortic balloon (iab) catheter was being used for treatment. User reported that the catheter had been used for 36 hrs and the pump console began to alarm. The catheter was removed and the balloon appeared to be satisfactory. Damage to the catheter body was observed. The treatment was continued with another manufacturer's iab catheter. There was no pt injury.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.